Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05183. It was reported that the patient presented prior to procedure. Upon interrogation, it was revealed that the right atrial lead and right ventricular lead exhibited lead noise. It was noted that sensing, impedance, and threshold measurement values appeared stable. The right ventricular lead was capped and replaced on (B)(6) 2020. No interventions were made to the right atrial lead. The patient was stable post procedure.